Manufacturer narrative:
The technician isolated the issue to the trend hydraulic valve. He replaced the valve to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg.